Event description:
Noted increase in rv threshold 50% from 0.75 volts to 1.25 volts over two weeks ago and have remained relatively steady. Also, a threshold have been increasing over the past couple of days. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).